Event description:
Boston scientific received information that during the ICD replacement procedure, this atrial lead was found fractured with pre-op x-ray. The previous atrial lead data was normal and no sensing failure was observed. The patient was not dependent on pacing. The device was programmed tachy for vf 1 zone only. The decision was made that an additional lead was not need. Data at the operation was not different from previous and the device remained in ddi mode. During the followup visit on (B)(6), 2010 the atrial lead impedance was noted to be greater than 3000 ohms. Atrial acing and sensing were not possible. The device was reprogrammed to vvi configuration and the atrial lead remains implanted. No adverse patient effects were reported.